Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No specific allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the limited information available.

Manufacturer narrative:
It was not reported whether an autopsy had been performed. The device has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that nine months after the implant of this transcatheter bioprosthetic valve, the patient died in hospice care after declining a feeding tube. The clinical study event committee determined the death was related to the device and implant procedure as a complication of a middle cerebral artery embolic stroke that occurred during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.